Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Subsequently, it was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 127 mg/dl. Reportedly, the customer successfully primed out the air, completed the load sequence and insulin delivery was resumed.